Event description:
Purchased a spectra synergy gold breast pump through insurance back in may. Since may, I have returned 3 pumps to spectra due to manufacturing defects. Spectra has been slow to send out replacement pumps. The most recent pump was returned on (B)(6) 2022, (right side pump stopped working) and I have reached out to spectra in multiple ways to follow up on my replacement pump. As of (B)(6) 2023, I have not heard a response from spectra nor received a new breast pump. My child is exclusively bottle fed with breast milk so a functioning breast pump is critical to feed my child. As a result of these defects and delays in replacing my pump, I have experienced a reduction in breast milk supply (likely permanent) and will likely need to supplement with formula in the near future. I have also incurred financial costs due to having to emergently rent a pump in order to feed my child and will likely incur further financial costs when I need to purchase formula.